Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 10cm white connection issue and leaked leakage at the coupling, threads turn through. Do not connect well, causing leaks. When did the incident occur? During use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 4 dispensers with several samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the sample showed that no defect was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.